Event description:
Overdelivery reported. The pump was initially set up at approx 2pm on 9/21/98 to infuse heparin 25,000u/500ml d5w at 20ml/h with a volume to be infusied of 500 ml. The heparin container reportedly was empty an a new one hung at 4am on september 22, 1998. The pt has a scheduled partial thromboplastin time drawn at that time which was 50.7 sec. At 9:45 am, the pump reportedly gave an air in line alarm and the heparin container was empty. The day nurse hung a new heparin container; at the time she was not aware that the last container had been started at 4am. She maintained the infusion rate at 20ml/h, but changed the volume to be infused to 200ml. Later, at approx 12noon, while charting that a new container was hung, she observed that the previous heparin had infused within 5hr 45min. Other than the air in line alarm when the container was empty, there were no alarms and no one reportedly had touched the infusion pump. It was then estimated that approx 100ml had delivered between 9:45am and 12noon. At that time, the display screen reportedly indicated a rate of 20ml/h with 42ml delivered and a volume to be infused of 158ml. The heparin infusion was held and a partial thromboplastin time was drawn. The results were > 250sec. The pt rec'd one dose of protamine. He did not experience any signs or symptoms of bleeding. No adverse effects other than the prolonged partial thromboplastin time were observed. No adverse sequelae were reported. The heparin infusion was re-started approx 12 hours later with a different pump. No add'l info was available.